Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted ¿ unknown date in 2006. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-02587 / 02588 / 02590 / 02595 / 02596. Device location unknown.

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately one year post-implantation due to loosening. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of medical records revealed that the acetabular cup and femoral stem were loose with no bony ingrowths. Review of invoice history revealed that all components were removed and replaced.